Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the triggers jammed, the device would not run in saw mode and it stopped running during testing. It was further determined that the drive shaft was not rotating because the seal and bearings were damaged and filled with dirt and debris. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the triggers jammed on the battery handpiece device. According to the report, the device started but quickly stopped running when trigger was pressed and would not continue running. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.